Event description:
It was observed that during the device inspection by the field service engineer, the reprocessor endoscope exhibited outer surface problem. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that drawer for installing disinfectant bottle was constantly locked, which made the drawer impossible to be closed occurred due to excessive force was applied, such as forcible opening of the drawer while it was locked. Then the part that locks the drawer (latch) was bent, making impossible to unlock. The event can be detected and prevented by handling the device in accordance with the following instructions for use: 9.2 cleaning the detergent/alcohol drawer. Turn the connectors to correct the orientations of the tubes as shown figure 9.1. Olympus will continue to monitor field performance for this device.